Event description:
Additional information was received which noted that the lead had been repositioned during the initial implant procedure due to the physician being worried about the lead position. The lead exhibited good and stable measurements. Then the lead perforation was later discovered and confirmed via chest x-ray. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted that the lead was discarded after the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been repositioned due to the physician being worried about the lead position. The lead later perforated the patient¿s heart and lung. A surgical procedure was performed, and the lead was cut and explanted. No additional adverse patient effects were reported.